Event description:
It was reported that during use of the product, the pump alarmed, so the patient was transferred to another pump, but this pump alarmed too. The iab was removed and no replacement was needed. There were no patient complications. The sample was discarded by the hospital.